Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : h6 (type of investigation). Corrected sections : b5, h6( clinical code , device code, investigation findings, investigation conclusion). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The root cause of this event was determined to be most likely due to patient related factors including coronary artery disease (cad), and hyperlipidemia (hld). The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed b7: bicuspid av s/p avr x 2 (mechanical valve 1995 and tissue valve 2014), warfarin interruption c/b mechanical valve thrombosis, stroke, non-obstructive cad, htn, phtn, hld , copd, prediabetes, scc of lung s/p wedge resection (2023), morbid obesity, substance use (former), and is a former smoker.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 10 months due to patient-prosthesis mismatch and stenosis. Patient presented with nhya class iii heart failure, chest pain and ble edema . The explanted valve was replaced with a 25mm 11500a valve. Patient was discharged on pod#4 per medical records, patient presented with nhya class iii heart failure, chest pain and ble edema. Tee showed well-seated bioprosthetic aortic valve suggestive for patient-prosthesis mismatch. Patient underwent re-do avr. There was subaortic membrane of scar tissue that was resected with the previously implanted valve. A 25mm 11500a ispiris resilia aortic valve was implanted in replacement. The patient was separated from cpb without difficulty and was discharged from the hospital on pod#4. This is a 58-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.